Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A dreamstation CPAP pro device was returned to the third party service center as part of the recall process with no initial complaint. During servicing of the device, it was found that the power connector is corroded, the device can't be power on and there was dust/dirt present inside. This report is being submitted for the corrosion found during service. There was no report of patient harm or injury. The device has been scrapped as per customer request.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation CPAP pro unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded and corrosion on metallic surfaces. Additionally, dust/dirt contamination found inside the device during the device evaluation. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.